Event description:
My mom was prescribed a CPAP (continuous positive airway pressure) machine for her sleep apnea (resmed airsense 10- autoset). She started using it around (B)(6) 2022. After a few months (maybe 2-3 months) she had to stop using it because the machine will shut off automatically in the middle of the night and my mom will wake up because she was feeling that she was suffocating due to the lack of air. I took this device to the distributor, (B)(6) and I talked with, whom I believe was the administrator of the office and he told me that he could not do anything about it because it was a flaw in the design of the device. They could not provide me with another product. The money spent on getting this device (from medicare and her state blue cross blue sheild) was wasted. I also informed the healthcare provider who prescribed this device and I was told that there was nothing that they could do about it. I canceled her upcoming follow-up appointment with the pneumologist since there was no point to do a follow up when the prescribed treatment does not work; rather it harms the patient.